Event description:
It was reported that a patient had a reoccurrence of nausea and vomiting and the symptoms started pretty suddenly six days prior. The patient had been throwing up a lot and normally the device helped treat that. The patient had been in the hospital for six days. A request was made to have the patient¿s device checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).